Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and had endocarditis for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. On (B)(6) 2026, additional mitraclip ntw was implanted on the medial side of fist clip to stabilize the sdla. Grasping was difficult. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) resulting in mitral valve insufficiency/regurgitation and subsequent dyspnea per the physician is related to patient conditions (thin leaflets). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.